Event description:
The lead was removed due to an infection. The lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the defibrillation coil was distorted. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, there was exposed defibrillation coil with a white substance, the outer tubing overlay had cosmetic environmental stress crack, there was tissue on the helix, the outer insulation was breach cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.